Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic colpopexy procedure on unknown date and an unknown mesh was implanted. Following the procedure, the patient experienced vaginal exposure and infected mesh. The patient underwent a laparoscopic removal of infected mesh on (B)(6) 2016. Additional information has been requested.